Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with the insulin pump. The customer stated the sensor was not transmitting, she believed the connector was bent. She had to change the sensor, due to not sticking. The customer stated she was hospitalized due to diabetic ketoacidosis. Customer woke up feeling sick the day of hospitalization. During the hospitalization she had 3 bags of insulin drip and was nauseated. The insulin pump suggested to bolus, customer adjusted down the dosage and took a smaller amount of insulin. The customer's blood glucose during hospitalization was 500mg/dl. During troubleshooting the customer stated she was wearing insulin pump at the time of hospitalization. Customer stated hospitalization was not related to insulin pump, it was a user error/fault. The customer stated she had a backup plan. The customer's blood glucose was 488mg/dl.

Event description:
It was reported that the customer's blood glucose level was 488 mg/dl. No additional information provided.

Manufacturer narrative:
Additional information was received that was not included with the initial complaint. The information has been provided with this report.